Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure it was intended to use one resolute integrity rx coronary drug eluting stent to treat a lesion. No damage was noted to the packaging. There was issues noted when removing the device from the hoop/tray. The device was inspected with issues noted. Negative prep was performed with issues noted. It was reported that the hypotube detached in vivo. No injury reported.

Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications, no deformation was evident to the stent. The device returned with a detachment on the hypotube 71.2 cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. A kink was evident on the hypotube distal to the detachment site. No other damage evident to the remainder of the device. Additional information: the lesion was pre-dilated. Resistance was noted during delivery of the device, excessive force was not used. It was stated that the hypotube detached during advancement of the device. The device was not kinked and re-straightened during use. The detached portion was removed along with the guide catheter. No resistance was noted on withdrawal of the device. If information is provided in the future, a supplemental report will be issued.